Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the device consistently indicated that the cassette was not attached, even when it was. There was no patient involvement, and no patient harm/adverse event reported.